Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to give himself 2 units of insulin but it stops from the no delivery. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer performed the fixed prime and the insulin exited. Customer stated that the cannula was not bent. Customer was advised to reconnect the tubing at the quick release and prime a 5 unit fixed prime/fill cannula. Customer stated that the insulin dropped. It was explained that the infusion set may be occluded. Customer stated that he is tired and had to wake up in 4 hours. Customer stated that he will call back.